Event description:
It was reported that the silicone catheter had extra plastic around the foley.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. Visual evaluation of the returned sample noted one unopened (inside original packaging), silicone foley catheter. Visual inspection of the sample noted flash measuring 0.0400 inches tall (at the highest point) on two separate points at the tip of the catheter. This is out of specification per inspection procedure which states, "tips to be straight relative to shaft, transition between the shaft and tip must be smooth, ridges, lines or gouges not permitted." Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be, ¿tooling wear.¿ the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the silicone catheter had extra plastic around the foley.